Manufacturer narrative:
Capsule contracture was reported as the reason for explantation. Update/corrections to the following sections: b4, d4, g7, h2, h3, h4, and h10.

Event description:
Capsule contracture.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of explanted device. Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.